Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received on 10/01/2018, previously implanted cryolife tissue was explanted due to pseudo-aneurysm. Additional information received indicates that serial number (B)(4), an sgpv00 was explanted on (B)(6) 2018.

Manufacturer narrative:
The processing records for sgpv00, serial number (B)(4) were reviewed and it was determined that all attributes identified were documented appropriately and the allograft met specifications. The sgpv00 was explanted after 0.51 years due to psuedoaneurysm. A root cause for the reported event is not determined due to insufficient information. Pseudoaneurysm is a known potential adverse event associated with the use of cryopreserved cardiac allografts. There is no indication that an error or deficiency occurred at cryolife. The risk management file adequately communicates risk. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the implant summary card received on (B)(6) 2018, previously implanted cryolife tissue was explanted due to pseudo-aneurysm. Additional information received indicates that serial number (B)(4), an sgpv00 was explanted on (B)(6) 2018.